Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose level at the time of the event was 226 mg/dl. The customer's other blood glucose was 186 mg/dl. The insulin delivery was suspended due to the difference between the sensor glucose and blood glucose. The customer stated that the calibration numbers were way different from glucose meter and it said sensor updating all the time for hours in a row. The customer reported that they did not receive a calibration not accepted alert. The customer stated that the sensor value that triggered the suspend on low or suspend before low event was under 50 mg/dl. The suspend on low limit in sensor settings was 60 mg/dl. The customer reported that difference was occurring with the current sensor. The device will not be returned for analysis.